Event description:
Company rep reported the pt was unconscious on (B)(6) 2012 and taken to the hospital by an emergency transport with ketoacidosis and hyperglycemia. Pt had a blood glucose reading of 25.2 mmol/l. Company rep was contacted by the pt's diabetologist on (B)(6) 2012 in the afternoon. Pt is currently stable and is wearing the infusion device this morning which is being controlled in the hospital. Pt reported the piston rod on the infusion device did not return during the insulin cartridge change and alarmed e10 (cartridge error) several times. Initial evals found an e11 (set not primed) error message in the history of the infusion device. During troubleshooting while the company rep controlled the infusion device, the piston rod returned w/o any problem. No further info is available. Product was replaced and requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.